Event description:
Reporter alleged, finding the pins melted and fused together on the inform system. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.